Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained kits of the complaint lot number. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Accuracy testing was completed for the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. The overall performance of architect total b-hcg reagents in the field was reviewed using field data from customers worldwide and suggested that the performance is acceptable. Based on the available information, no systemic issue or deficiency of the architect total b-hcg, lot number 22493ui01 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect total ¿-hcg results for a (B)(6) year old patient who is not pregnant. The following data was provided: initial result = (positive) repeat after physician questioned the result = (positive), colloidal gold = negative no impact to patient management was reported.